Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has advised that feeling sick today and had been in and out restroom due to taking laxative to attempt to have bowel movement since had not having any in past two days. Patient stated not sure if the device was causing side effects of headaches and nausea as patient felt. Patient stated also where device was taped on patient's side and it was causing pain to patient. It was encouraged to lower stim to see if that would relieve headaches and nausea feeling and possibly pain in side. Patient stated that having urgency to void, but having small amounts of volume during voiding. Patient stated still having the pressure feeling in bladder also. Patient stated not feeling well today. Patient stated having pressure in bladder area and stimulation was at 4.5 on left side. It was attempted to have patient lower stim setting down to see if it would become more comfortable for patient. Patient stopped at 3.6 and stated it was still pressure feeling in bladder. It was advised to lower down to 0.0 and remain until further direction. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that cause of all the symptoms was still unknown but they were resolved. Patient's weight was reported.